Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead perforation was observed during a post-operative diagnostic x-ray. The lead was revised. The lead remains implanted. The patient was in good condition post-procedure.